Event description:
Same case as MDR 6000093-2006-00196, and 6000089-2006-00211. Same patient as MDR 6000093-2005-00122. It was reported that 322 days after a coronary artery drug eluting stenting treatment procedure the patient underwent a target vessel reintervention (tvr). The index procedure treated one target lesion. Target lesion 1 was a 3.0 mm vessel diameter, 95% stenosed region of the mid left anterior descending artery (lad). The lesion was 20.0 mm in length, was midly tortuous with mild calcification. It was noted that thrombus was present. The physician predilated the lesion prior to placing one taxus express2 8.8% 3.00x28mm drug eluting stent. Residual stenosis was 0% following implantation. A side branch occlusion was noted as a procedural complication. The patient was dischareged from the hospital 2 days post index procedure on asa and plavix. Six days post index procedure the patient had two more taxus stents implanted in two target lesions. Target lesion 1 was a 2.5 mm vessel diameter, 90% stenosed region of the 2nd obtuse marginal artery (om). The lesion was 6.0 mm in length and was moderately tortuous. The physician predilated the lesion prior to placing one taxus express2 8.8% 2.75x12 mm drugh eluting stent. Residual stenosis was 0% after implantation. A side branch event, flow impairment, was listed as a procedural complication. Target lesion 2 was a 2.75 mm vessel diamteter, 90% stenosed region of the proximal circumflex artery (cx). The lesion was 12.0 mm in length, and was severely tortuous with moderate calcification. The physician predilated the lesion prior to placing one taxus express2 8.8% 2.75x16mm drug eluting stent without complication. Residual stenosis was 0% after implantation. The patient was discharged from the hospital 1 day post procedure receiving and plavix. The site reported that the patient underwent two tvrs 322 days post index procedure. The first tvr occurred in the mid lad and was performed to alleviate diffuse in-stent restenosis. The physician treated the lesion by placing an unknown stent inthe target vessel. The second tvr occurred in an unknown target lesion to alleviate in-stent restenosis. The physician treated the lesion by placing an unknown stent in the target vessel. In the opinion of the physician there was a porbable relationship between the taxus stent tvrs. The patient was discharged from the hospital 1 day post tvr in satisfactory/good condition.